Event description:
Per pt, cadd legacy pump (B)(4) will drain the battery after 2 days. No interruptions in therapy. No other info is known. No adverse event reported. Replacement is being sent for delivery tomorrow am. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.